Event description:
The baby was in an occiput posterior position. Mother was adamantly opposed to a cesarean. She pushed several more times and the vertex was at +2 station. Again we discussed options and she again adamantly did not want a cesarean. Therefore, mityvac extractor was placed to the crown, and through three separate contractions. I was able to affect delivery of the vertex. Subgaleal hematoma: a mass was noted over the right occipital area and extending down the next to the level of the shoulders. This area is fluctuant with dark discoloration of the skin over the area.